Manufacturer narrative:
Product event summary: analysis was unable to duplicate the customer experience of ventricular noise, however it was noted that the patient connector pin sockets were disturbed and the connector was loose. The unit needed its patient connector replaced however it was no longer needed and was to be scrapped and saved for possible failure analysis.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the analyzer was used there was noise over the ventricular channel which was not present in the [implantable heart] device electrograms. It was additionally noted that the analyzer was heavily used and was possibly worn out. The analyzer was returned for service but was not needed back as it had already been replaced. No patient complications have been reported as a result of this event.